Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is presumed that the image rotates occurred temporarily because coupler rattled and fixed hard mirror moved temporarily. Or this product in question has a specification that image rotates when main body is rotated then enable to decide position of endoscope image, therefore it is presumed that the image rotated by rotating it. The event can be detected by following the instructions for use which state: "regarding deciding position of endoscope image: the image sensor, that converts the endoscopic image into electrical signals, is located here. This portion of the camera head controls the rotation of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. The intended diagnostic unknown procedure was completed with the same set of equipment. There was no report of patient harm reported by the customer.

Manufacturer narrative:
During evaluation the customer reported issue was not verified , however, device evaluation found the device cable unit was depressed, the coupler rattled due the coupler unit being worn out and the coupler could not lock smoothly due the head unit being worn out. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head image rotates. There were no reports of patient harm.